Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist.

Event description:
(B)(4) - the dentist reported that he performed the dental implant removal during its installation surgery, because no primary stability was achieved. The implant was not replaced in the same surgical act.